Event description:
The customer stated there was a hole in the drum of strips and that the compartment would not stay shut. A type of powder came out of the drum compartment and burnt their fingers. The customer tried to hold the compartment shut and run a glucose test. A request was made for the return of the suspect device and replace3ment product was sent.